Event description:
The customer opened a new carton of contour next test strips. The cap was open and the strips were loose in the carton. Exposure to moisture can cause high test results. No adverse events were alleged. The test strips are not expected to be returned for evaluation. Replacement test strips were sent to the customer.